Event description:
Additional information was received from the rep. It was reported that the patient has decided to have the system explanted. The surgery date is not scheduled and not known at this time.

Manufacturer narrative:
Concomitant medical products: product ID 39565-65 serial# (B)(6) product type lead medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 39565-65, serial#: (B)(4), product type: lead. Other relevant device(s) are: product ID: 39565-65, serial/lot #: (B)(4), ubd: 29-sep-2014, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Patient reported that she needs coverage for her back pain but only feels stim in her feet and ankle. Pt reports her back hurts like hell, she is in so much pain. Pt called the rep and complained about it. Pt met at hcp office with the rep on june 26th and he tried programming it for her back. The rep told her he cannot program it for her back to stop the pain because she had a back surgery. They put the new one in and the rep will not give her a device to control stim and she has to meet with him every time. Pt has no way of controlling her stim. Rep told her he cannot let her have a control and he has to adjust for her. Pt says she needs to fix it to have a control on her end to be able to raise stim up and down when she needs it. Rep says only he can have the controller and will not let her have one and wants her to meet with him every time. Pt says she is (B)(6), has trouble walking and has to go meet the rep at hcp office. Additional information was received from the rep. It was reported that the rep met with the patient ad had x-rays taken. The lead no longer gets coverage in the back. Only able to get coverage in her legs up to buttocks or ribs and abdomen. Xrays showed the leads had moved. Patient meeting with hcp next week 8/24 to determine if he wants to revise lead or remove.